Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule fell off in the esophagus. They ended up pushing the capsule into the stomach, rather than recovering it. The pt was not injured following the procedure.